Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Upon review of the transmission, it was noted that the right atrial (ra) lead exhibited oversensing of noise which resulted in inappropriate automatic mode switch (ams) episodes. No intervention was reported. The patient experienced no adverse consequences.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Upon review of the transmission, it was noted that the right atrial (ra) lead exhibited oversensing of noise which resulted in inappropriate automatic mode switch (ams) episodes. Programming changes were performed. The patient experienced no adverse consequences.

Manufacturer narrative:
Correction: section b5: correction was made to the resolution statement in b5. Programming changes were performed.